Manufacturer narrative:
(B)(4). The reported upn and lot number matched; however, the device was used past the expiration date (04/12/2014). Reported event of stent calcified. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent, that was implanted on (B)(6) 2015 during a double j stenting under ureteroscopy procedure, was being removed during a stent removal procedure performed on (B)(6) 2015. According to the complainant, during withdrawal of the double j stent and removal of stone via ureteroscopy, it was found that stones had developed around the thread. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.